Event description:
It was reported that a flogard compatible blood set was difficult to disconnect. This occurred while connected to an unknown patient. There was patient involvement reported, however there was no adverse event reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.